Event description:
(B)(4). Yes, paid by insurance. Hair loss, severe back pain, severe pelvic pain, severe pain during intercourse, numb hands and feet, extensive dental issues, blood sugar issues, brain fog, fatigue, mood swings, excessive clotting during period, nickel allergy.